Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the laparoscopic surgery was transited to an abdominal surgery it is likely due to the worsening condition of the patient. The root cause could not be specified. Additionally, the phenomenon of the abnormal turquoise images likely occurred for the image sensor unit. It is likely other defects such as air leak and rattling of the insertion tube of the insertion section were recognized, it is considered that short circuit of the electrical circuit due to water intrusion inside the scope or external stress such as shaking could have caused the image signal cable to be disconnected. As a result, conduction failure may have occurred. The event can be prevented by following the instructions for use which state: "[section 3.8 inspection of the endoscopic system] inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during laparoscopic surgery using this visera elite xenon light source and endoeye flex deflectable videoscope, the user was unable to switch back to normal light. The light source front panel could not be switched between "standby" and "on". A blue-green defect occurred and it is possible that the situation was recognized as "nbi effective." The front panel, as reported, seems like it could not be operated. The lesion was bad, as reported, so the procedure was shifted to laparotomy. The customer confirmed the defect did not lead to laparotomy. The procedure was delayed for five minutes due to device replacement. The customer continued to use the light source and the video system and the problem has not been reproduced since then. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) for visera elite xenon light source (B)(6) for endoeye flex deflectable videoscope this report is for (B)(6).